Event description:
The initial reported complaint was that one interlock pin was missing on the tec 6 plus vaporizer. This condition would inhibit the dial from turning, thereby preventing use of this vaporizer. The unit was returned to the manufacturing site. Inspection of the unit revealed that both interlock rods were missing, allowing two vaporizers to turn on at once. There was no report of patient involvement.

Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was inspected, and the reported complaint was confirmed. The cause of the reported complaint was a missing retaining nut, the exact cause of which could not be determined. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 plus vaporizer operation and maintenance manual.